Event description:
It was reported that a retrospective administrative database study was performed of over 90,000 patients who underwent cervical spine procedures in the united states from 2006 to 2010. The authors used the marketscan research database; 91,543 of the patients in the marketscan database underwent acdf (with or without concomitant cervical corpectomy, and with or without concomitant posterior cervical spine procedures); 3179 of these patients received rhbmp intraoperatively,120 patients in the rhbmp cohort required postop cervical epidural corticosteroid injection.

Manufacturer narrative:
Article citation: cole et al. Usage of recombinant human bone morphogenetic protein in cervical spine procedures: analysis of the ma rketscan longitudinal database. J bone joint surg am. 2014;96:1409-16. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.